Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a latitude red alert to be declared due to high out of range right ventricular shock impedances. A follow up visit was performed and the device revealed a shock impedance of 121 ohms, the previous shock impedance had ben 90 ohms. The model and serial number of the rv defibrillation lead was not available. All other measurements were normal. The pacing system remains implanted. The patient was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.